Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had episodes of rv lead noise that resulted in inappropriate hv shocks delivered. Tachy therapy was disabled on the device and the patient was referred for a lead extraction and replacement at another facility.

Event description:
New information notes that there were no changes made. The last information provided to the clinic was that the patients daughter called to inform the clinic that the patient expired on (B)(6) 2019. There was no allegation of device malfunction